Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead dislodged the day after the device and ventricular leads were upgraded. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.